Event description:
Reporter indicated the patient was diagnosed with horners disease, or drooping of the left eye. The event became onset after implant surgery. The physician does believe it is related to the vns surgery, but not related to device being turned or to stimulation.